Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06262- device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported by the patient that 6 infusions set cannula was found kinked after 3 hours of insertion. Event occurred on 04/24/2024, 04/21/2024, and 04/19/2024. Infusion set was placed in upper buttocks, abdomen, and upper thigh. High blood glucose level was 300 mg/dl. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.